Event description:
The customer reported precharge errors and that the system failed to properly boot. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe battery packs and battery charger were evaluated and replaced. The system was tested and found to be working as intended and returned to service.